Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: tm90t0, serial #: (B)(6), product type: accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the patient stated they were having issues charging their communicator. The patient stated that the slot that was supposed to fit in kept moving and they had to get a neighbor to use a tool to move it, but they were told to call for a replacement. The patient did not have the device with them at the time of the initial call. The patient later called back and said the communicator was with them. The serial number was provided and an agent sent a request to replace the communicator.